Event description:
It was reported that during use, the device exhibited a main board issue and would not turn on. Per the reporter, there was no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the top case was cracked down the left side, the handle was broken off on the left side and broken off the tube holders, the bottom case was cracked, and the right plunger case was cracked. The event history log was unable to be reviewed due to alarming blank screen at power up. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.